Manufacturer narrative:
C-1889 initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. No ae reported. Additional information has been requested, however, none was available. There were two consultant orthopaedic surgeons in theatre and the decision was made that it would cause more damage to the patient to try and retrieve the fragment as there would be a high risk of fracturing the tibial plateau. The patient will be monitored as normal practise. Corin now considers this case closed, however, should any new information be provided this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA.

Event description:
During a unity operation, after prepping the tibial keel and when extracting the short collared impaction pins which hold the tibial template in position, one of the pins had fractured at the top of the flutes. Therefore, the end of the pin remained in the tibia.